Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed during a leak test. The fluid path was inspected and no issues were found that would result in leaking during wear. The complaint reported symptom is currently under investigation, and has been verified by the returned device. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were found that would contribute to a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 25 mmol/l (450 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, a new pod was applied.